Event description:
It was reported that the patient was currently at the hospital because he had a bad seizure. It was reported that the patient had been without a magnet for some time and was provided a new one by the clinic. The patient was scheduled for follow-up with the neurologist. The patient's device was checked during follow-up with the neurologist and found to be working properly. There was no indication of end of service. Medication adjustments were performed. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
It was reported that the treating nurse practitioner said that the vns is working properly. The company representative therefore believes that the nurse practitioner likely does not believe the hospitalization and seizure were related to vns.